Manufacturer narrative:
Additional information received: it was confirmed that the exact cause of death remains unknown; however, it was determined not to be related to the medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction the original aware date is 10-dec-2021 film evaluation summary: the reported type IV endoleak was confirmed on the films provided; however, the cause of the patient death could not be determined from the films provided. The limb relining could have resolved several different endoleak types. However, a type iii fabric endoleak would be less likely to have occurred at index and there appeared to be adequate component overlap to make a type iiia separation endoleak unlikely. The cause of the type IV endoleak is likely to have been fabric porosity. The endoleak was in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to the type IV endoleak. Analysis of the returned films did not reveal any issues that may have been related to the patient¿s subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system and talent occluder were implanted during an evar procedure for a ruptured abdominal aortic aneurysm. It was reported during the index procedure, on the final angiogram run, the physician discovered a endoleak suspected to be fabric porosity from the aui stent graft. The patients blood pressure began to drop and the physician elected to re-line the aui graft with an additional stent (etlw1616c93ee). Once the stent was relined under angiography the patient's bp settled and the endoleak was resolved however it was reported the patient subsequently expired after the procedure. Per the physician the cause of the type IV endoleak and death are undetermined. No additional clinical sequalae has been provided and the patient is expired.